Manufacturer narrative:
(B)(4). Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.